Event description:
It was reported that leakage occurred during use with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter, "customer thinks that tubes with fault has not enough additive and it seems that bottom of inner tube has some kind fault. This is the reason customer think is causing blood between those tubes. There is hole at the inner tube where blood is able to go between ¿double tube¿ and also that way additive flow place it should be and that was extra information to this complaint." 3 occurrences were reported.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes returned to manufacturer on: 3/3/2020 investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for a tnt leak with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and a tnt leak was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter, "customer thinks that tubes with fault has not enough additive and it seems that bottom of inner tube has some kind fault. This is the reason customer think is causing blood between those tubes. There is hole at the inner tube where blood is able to go between ¿double tube¿ and also that way additive flow place it should be and that was extra information to this complaint." 3 occurrences were reported.